Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure performed in 2008 (patient gender, age, and weight are unknown). According to the complainant, the probe would not turn on; there was no cautery to the tip. The connections were checked and appeared to be fine. They were able to connect a new probe and complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2008 (patient gender, age, and weight are unknown). According to the complainant, the probe would not turn on; there was no cautery to the tip. The connections were checked and appeared to be fine. They were able to connect a new probe and complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."

Manufacturer narrative:
Visual examination and functional evaluation of the returned device revealed no abnormalities. The reported issue could not be duplicated. A review of the manufacturing record for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution.

Manufacturer narrative:
(B)(4).